Event description:
It was reported that during the implant there was noise on the lead only when it was connected to the device. Medical adhesive was applied to the grommet seal and the issue of noise was resolved. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.